Manufacturer narrative:
Device evaluated by MFR. Synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The stent struts on the distal end of the stent were found to be damaged and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation of a 2.5x20 non-bsc balloon catheter, a 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.